Event description:
It was reported from (B)(6) that during a routine visit a patient claimed that the battery connection or battery signal seems "faulty". The patient stated that when the battery is connected to the controller, even with full charge it will move from four to one green light. The ventricular assist device (vad) coordinator gave the patient a battery from the stock. The patient outcome is noted as no known impact or consequence to patient. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The information for use states: when one battery is depleted to less than 25%capacity, the controller will automatically switch to the other battery. An intermittent "beep" will sound, the alarm indicator will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. Also, the depleted battery should be replaced with a fully charged battery or use the ac adapter or dc adapter. Remains implanted.